Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, failure to remove lead from header, failure to capture and high pacing impedance. A complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. After cleaning and by applying toque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to blood/tissue in the helix region. The reported events of failure to remove lead from header, failure to capture and high pacing impedance were not confirmed. The lead was tested with a device and the lead was able to be inserted and removed with no obstructions/restriction. Electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
It was reported that the patient presented for a follow up visit in the clinic. Upon interrogation, it was noted that the right ventricle (rv) lead was failing to capture and exhibited a high pacing impedance. Rv lead dislodgement was confirmed via diagnostic imaging. During the lead revision procedure, it was found that the rv lead helix was failing to retract, and it was failing to be removed from the pacemaker header. The pacemaker and rv lead were explanted and replaced. The patient was in stable condition.